Event description:
The event is reported as: white tip came off during use on a patient. The doctor was able to retrieve the piece without any harm to the patient.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent upon completion of investigation.